Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was seen for concerning sensitivities on their upper right jaw. The exam revealed severe misalignments of patient's teeth were observed. The only teeth that have occlusal contacts are #3,4, with #30,3` consisting of head bite contact #14,15 with #18,19. All their other teeth are in a severe open bite . It is recommended to the patient they urgently get orthodontic treatment redone to correct the misalignments of their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.